Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a total hip repair on (B)(6) 2016. The surgeon used an anterior surgical approach and while reaming the shaft to accept the femoral implant, he noticed the rod had a larger bend in it. The reaming rod was being passed over the guide wire and the surgeon continued to ream until it felt like the reamer stopped and he couldn¿t pass it, then he pulled the reamer back and noted that the prongs of the reamer head had broken off and reamer flexible shaft had also broken. The surgeon felt the head of the reamer was not assembled correctly. He thinks the head of the reamer was not seated on the shaft correctly. All pieces of reamer head and reamer shaft were retrieved which was confirmed by a routine x-ray. These events resulted in a thirty to sixty (30-60) minute surgical delay. Another similar instrument was available for the surgeon to successfully complete the procedure. There was no harm reported to the patient. The patient outcome was reported as stable. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: 2.5mm reaming rod with ball tip/950mm-sterile (part # 351.706s, lot # unknown, quantity 1).